Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that patient (pt) has been having some problems with their back. The caller reported that the dbs devices are not working and they want to know if that is causing the back problems. The chiropractor thinks there is a chance that the brain controls the movements and balance and that maybe that could be affecting the back. The caller noted that their body leans way to the left and they are wondering if that is causing the issues they are having in their back." The caller also noted that they had heart surgery about 2 years ago and after the heart surgery, they noticed that they were having a hard time getting the generators charged, so they were only charging them up partially. Agent asked the caller if they are charged and on. The caller reported that one side was recently charged to 100% but they are not sure if it is on because they do not know how to do that. Agent explained that if they were allowed to discharge, therapy would be off and it would have to manually turn back on again. The caller will charge up the devices and call for help confirming or turning them on. The caller sees the healthcare provider (hcp) on april 27th and they will discuss replacements.